Event description:
A few days after abd, abdominal surgery (low ant, anterior resection), upon (experienced) surgeon removal of # 10 flat jackson pratt drain from surgical site, it broke off and approx 6 inches remained in the abd (drain/packaging was not saved). Surgeon discussed with pt, patient, need for removal in operating room. Returned to or. Stable. Disch home the next day.